Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of these events could not be determined however, based on the results of the investigation, the following instructions for use were provided to the customer to prevent the reported phenomenon: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. During a follow - up with the user facility, it was confirmed that: the device was inspected prior to use however, the details of that inspection are unknown. The intended procedure was therapeutic ¿punction.¿ the product issued caused no delays. The same device was used to complete the procedure according to the customer with no further issues. Correction ¿ the customer also confirmed that the date of the reported event occurred on (B)(6) 2022 and not the previously reported date of (B)(6) 2022. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation no damage was found on the switch box however, damage was found on switch 1 causing a loss in water tightness. Upon further inspection, it was observed that there was a gap between the acoustic lens and the ultrasound probe, likely due to wear and tear damage over time or due to scope mishandling. It was also observed that the scope connector cover was discolored. It was observed that the suction cylinder and scope connector had corrosion. It was observed that the plastic distal end cover had a scratch and as a result, the insulation resistance value at the distal end did not meet the standard value. It was also observed that the display ultrasound image was defective and had missing elements due to damage on the ultrasonic probe. A scratch was observed on the objective and light guide lens. It was observed that the bending section cover had wear. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was lastly observed that the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had a sink in the switch box. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap between the acoustic lens and the ultrasound probe, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.